Event description:
It was reported that fluids leaked from the catheter during infusion one week post the placement of the catheter. Removed the catheter and found that there was a sand hole on the catheter at the 1cm scale placed internally.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed but the cause is unknown. A video of a 4fr s/l groshong catheter being infused was returned for evaluation of this complaint. The catheter was implanted within the patient¿s arm and the insertion site of the catheter was visible in the video. When the catheter was infused with a clear liquid, a spraying leak was observed emanating from the catheter shaft. The depth markings were not clear in the video, but the leak appeared approximately 5cm distal of the luer adaptor or approximately 3cm proximal of the insertion site. Possible contributing factures for the catheter leak could include damage caused by the stylet, sharp instrument damage, tensile (pulling) damage, and/or material fatigue. Microscopic examination, tactile evaluation, dimensional analysis, and functional testing could not be conducted without the physical sample. Therefore, the root cause could not be determined at this time.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redx0745 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that fluids leaked from the catheter during infusion one week post the placement of the catheter. Removed the catheter and found that there was a sand hole on the catheter at the 1cm scale placed internally.